Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prime, moisture was found on the bottom of the cone housing. The housing was wiped off but the moisture reappeared a few moments later. No pt involvement as this occurred during prime. Product was changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Upon evaluation of the device, the complaint was confirmed. Initial visual inspection of the actual sample revealed crazing around the top and bottom housing welds. A small crack was found on the top housing underneath the outlet port, as well as multiple cracks on the top housing near the weld. The actual sample was setup on a sarns drive motor and built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660mmhg. The sample began leaking after approximately 8 minutes of testing. The leak was coming from the cracks in the top housing located at the top housing / separator weld underneath the outlet port of the pump. The crack was caused by dehp compound residue on the x-coated separator of the pump. The separator came into contact with dehp when it was dipped into the incorrect tank during manufacture. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available. (B)(4).